Manufacturer narrative:
Staple not returned to be evaluated. A retrospective review of all reverto complaints was conducted to ensure accuracy of the MDR decision.

Event description:
Surgeon reported on orif of the foot with external fixation. There was a breakage of the staple at the elbow/arm.